Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent capture due to dislodgement. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. The patient¿s condition was fine before, during and post procedure.